Event description:
It was reported to philips healthcare that the heartstart mrx displayed a general system failure during use on a patient. There was no reported patient impact.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.